Event description:
The customer reported that during deployment of a vasoseal es, the "j" segment broke off from the temporary arteriotomy locator. The "j" segment remained in the pt and was not removed. The pt was discharged the same day. No furhter complications were reported.